Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 355sd aiming/retract system did not work properly. Another trocar was used to complete the case. There was no consequence to the pt.